Event description:
When physician began to sew ra lead down to fascia, he was unable to located suture sheath on lead. Attempted to locate on x-ray, searched floor. Drapes and surrounding areas in room. Unable to locate. Lead already secured to atrium distally. Conversation between medtronic rep, staff and physician in room, did not feel comfortable dislodging lead because suture sheath could become dislodged from lead. Lead should not be extracted without proper advisement and imaging location of suture sheath. Mdt rep (chas anthony) to make not in patient record. Another suture sleeve was placed on lead to tie lead to fascia.